Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 11mm from the tip. There is blood present in the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
Reportable based on device analysis completed on 18-may-2022. It was reported that balloon inflation issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.5mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, it was noted that there was no pressure in the balloon from the beginning of the procedure. The procedure was completed with another of the same device. No patient complications reported and the patient condition was fine. However, returned device analysis revealed balloon pinhole.